Event description:
The user facility reported that the device jammed after taking a graft. There was no patient injury reported.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident.